Event description:
On 20/mar/2026, a biomedical technician reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cardiac arrest while connected to a cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient experienced a cardiac arrest during a ccpd treatment on (B)(6) 2026 while admitted to a cardiac unit. It was explained that the patient was initially hospitalized on (B)(6) 2026 following a diagnosis of mitral stenosis with regurgitation and cardiac arrhythmia. The patient underwent an exploratory catheterization procedure on hospital day one prior to being admitted to the cardiac floor. The patient was placed on a hospital provided liberty select cycler on the evening of (B)(6) 2026 when she subsequently experienced a cardiac arrest during the treatment at 12:23 am (local) on (B)(6) 2026. The hospital¿s code blue team was alerted as the patient was removed from the cycler and advanced cardiac life support was initiated by hospital staff. Following multiple rounds of cardiopulmonary resuscitation and life-saving measures, the patient expired as a result of her cardiac arrest. The patient¿s arrest was attributed to a significant history of cardiac disease. It was reported that the patient¿s cardiac arrest and her subsequent death were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to her death. The cause of this patient¿s cardiac arrest can be attributed to a significant history of cardiac disease with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On 20/mar/2026, a biomedical technician reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cardiac arrest while connected to a cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient experienced a cardiac arrest during a ccpd treatment on (B)(6) 2026 while admitted to a cardiac unit. It was explained that the patient was initially hospitalized on (B)(6) 2026 following a diagnosis of mitral stenosis with regurgitation and cardiac arrhythmia. The patient underwent an exploratory catheterization procedure on hospital day one prior to being admitted to the cardiac floor. The patient was placed on a hospital provided liberty select cycler on the evening of (B)(6) 2026 when she subsequently experienced a cardiac arrest during the treatment at 12:23 am (local) on (B)(6) 2026. The hospital¿s code blue team was alerted as the patient was removed from the cycler and advanced cardiac life support was initiated by hospital staff. Following multiple rounds of cardiopulmonary resuscitation and life-saving measures, the patient expired as a result of her cardiac arrest. The patient¿s arrest was attributed to a significant history of cardiac disease. It was reported that the patient¿s cardiac arrest and her subsequent death were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.